Manufacturer narrative:
Investigation ¿ evaluation it was reported that the catheter from a thal-quick chest tube set broke. The device was placed in the thoracic cavity and was attached to a connecting tube. Suture was used to secure the catheter to the patient. About one night later, the chest tube was found broken by the physician during the daily ward visit. The device was removed and replaced with a new device set. No other adverse effects were reported for this incident. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. The customer did not return the device for evaluation; however, a photo of the device was provided. The photo shows the conical adapter separated from the chest tube. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and related subassembly lots revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. A supplier investigation was requested. The supplier reviewed lot records which showed consistent tensile data and no anomalies. The supplier concluded that the device was manufactured within specification. Cook also reviewed the product labeling, including the instructions for use (IFU). The user followed all relevant instructions in the IFU related to this failure. Based on the information provided, inspection of the customer provided photo, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 30jan2024, it was reported that a connecting tube was attached to the catheter at the time of failure. The patient was bedbound, and a suture was used to secure the catheter to the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the catheter from a thal-quick chest tube set broke. The device was placed in the thoracic cavity. About one night later, the chest tube was found broken by the physician during the daily ward visit. The device was removed and replaced with a new device set. No other adverse effects were reported for this incident.